Event description:
The surgeon deployed the anchors of (5) five fast fix devices into the meniscus of the patient. However, the suture knot that draws the anchors (t1 and t2) together would not slide properly. As a result, the anchors remain fixed in the meniscus of the patient. The procedure was completed successfully using additional devices. There was no patient injury but a 30 to 40 minute delay resulted.